Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information indicated that the battery change became infected due to incorrect wound care management by the assisted living care team. There was no additional adverse patient effects were reported. This ICD was explanted.